Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. The customer was not sure if a sample short alarm was issued by the analyzer at the time of the event. The sample contained a very low volume of sample material (plasma) and initially resulted with a gluc3 value of 34 mg/dl, which was reported outside of the laboratory to the physician. A serum tube from the same draw was then tested, resulting as 103 mg/dl. No adverse events were alleged to have occurred with the patient. The gluc3 reagent lot number and expiration date were asked for, but not provided. The investigation was unable to find a definitive root cause.